Manufacturer narrative:
Device returned, analysis not yet completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was lead insertion difficulty during the procedure. The manufacturer representative (rep) was calling after the fact to report. They reported this was a new implant. The lead would not go into the header block. They tried loosening the set screw, visually inspected the lead for damage, and cleaned the lead with no success. After 15 minutes, the healthcare provider advised the rep to get a new battery. The lead went into that ins with no issues. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis- the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) connector port was obstructed. If information is provided in the future, a supplemental report will be issued.